Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate and static. Reportedly, the customer will reloaded the same cartridge to resolve the issue and declined to reload the cartridge while on the call with tandem technical support. Customer¿s blood glucose level ranged from 140-141 mg/dl.